Manufacturer narrative:
Product development investigation was completed. The received drill bit shows that approximately 5 mm from the fluted tip section is broken off. The broken off portion is missing. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The diameter 1.0 mm close to the breakage got measured as per the relevant drawing. Dimension specification: 1.0, -0.01 /-0.04 mm with caliper 3-01-19309. Measured dimension: 0.98 mm. The measured result show conformity. The used material was stainless steel 1.4112 as required and the measured harness was with 610 627 hv within the specification of 600 0/+30 hv. The broken surface is homogenous, which indicates material conformity as well. Based on the provided information, the exact cause of the complaint condition could not be measured. It can be assumed that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Common name, device code. Additional product codes: dzi, erl, hbe. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Additional product codes: erl, hbe. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 25.september 2013, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown procedure on (B)(6) 2017, while surgeon was drilling the drill bit broke. Surgery was completed successfully. No further information was provided. This report is for one (1) 1.0 mm drill bit. This is report 1 of 1 for (B)(4).